Event description:
It was reported to boston scientific corp that a flexima biliary stent sys was used during a biliary stenting procedure on a male pt. According to the complainant, the stent could not be deployed. The grey catheter was pulled with force and became stretched. The stent appeared to be caught by the suture. The device and the endoscope were removed and the procedure was completed with another flexima biliary stent sys. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.